Event description:
While doctor was using the 4mm gold kerrison the tip of the instrument broke off. It was retrieved by the doctor and was given to the surgical tech. The instrument and tip were handed off the sterile file to the circulating nurse and taken out of the operating room and out of service. No adverse effect noted for the patient. Doctor continued with his surgical procedure with a proper working kerrison to complete the surgery.